Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn noticed that there was blood and fluids backing up and leaking from the y-site closest to the patient. There was no report of patient harm.

Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17017124 is 10885403227998. The customer¿s report of a leaking y-site was confirmed. The set leaked from a hole in the piston of the distal smartsite during functional testing. The cause of the leak is a damaged/punctured smartsite piston related to a manufacturing issue.